Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient showed signs and symptoms of possible thrombus. The log file analysis showed an increase in power/flow and decrease in average pulsatility index (pi).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A correlation between the device and the reported suspected thrombus and elevated pump power/flow could not be conclusively established through this evaluation. Additionally, a specific cause for the elevated power and flow confirmed via the submitted log files could not be conclusively determined through this evaluation. The account had indicated that the patient¿s clinical presentation showed signs and symptoms of possible thrombus. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The heartmate ii lvas serial number was not provided. No product is available for investigation. The submitted log file contained data from 08jan2020 through 28jan2020. Of note, there was a sudden increase in pump power and calculated flow beginning on 24jan2020. There was also a downward trend in average pi beginning on 18jan2020. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. A direct correlation between the observed power/flow elevations and the reported suspected thrombus could not be determined. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.